Manufacturer narrative:
The reported event could not be confirmed due to the lack of additional clinical information. Upon further investigation of the CT scans by healthcare professionals the following was observed: the clinical information given in the assessment of the treating surgeon is pretty clear. However, the signs of loosening described especially for the talar component cannot be confirmed so clearly from my side. There is a little radiolucency visible adjacent to the tibial component, but there is less radiolucence and no cysts visible around the talar part. It is possible, that the loosening is somehow clearer in additional x-rays. The underlying cause for the described loosening is also not clear. Failure of total ankle replacement tar over time is a known complication. In case of a planned revision procedure a medical opinion aiming to determine the root cause of the failure is part of the internal investigation process. Sufficient radiological and clinical information must be provided to enable a meaningful clinical assessment and to identify possible causes of failure. In cases where a CT scan is the only available clinical source, this assessment is limited. No conclusive statement can be provided, because key clinical information e.g., clinical status, exact symptoms, and range of motion of the patient, assessment of the treating physician is missing. The root causes of radiographic findings such as radiolucent areas and bone cysts are often complex and multifactorial and cannot be determined scientifically without this decisive evidence. Due to these limitations, we are unable in such cases to provide statements about the patient, the procedure and or the device in relation to cause of the failure. More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to "aseptic loosening. Following implantation, lucency rapidly developed under the talar implant. Lucency about the tibial implant appeared later. I suspect that neither implant was ever ingrown. Both talar and tibial components need to be revised. The talus is a little thin and the existing central peg abuts the subchondral bone of the subtalar joint posterior facet."

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided in a supplemental report.

Event description:
The digital stryker prophecy team received a CT scan indicating that the patient may require a revision surgery due to "aseptic loosening. Following implantation, lucency rapidly developed under the talar implant. Lucency about the tibial implant appeared later. I suspect that neither implant was ever ingrown. Both talar and tibial components need to be revised. The talus is a little thin and the existing central peg abuts the subchondral bone of the subtalar joint posterior facet."